Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, while priming there was resistance in delivery system, hard to push and plunger was stiff. When lens was being injected, it was noted that the embolus entered a part inside the lens haptic. The lens was removed from the cartridge and the lens was deteriorated at the edge, also one of the haptics despite being outside the cartridge did not recover its shape. So, it was decided not to implant the lens. Additional information received stating that there was no patient contact.